Manufacturer narrative:
D6; device returned with no lot identification. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: body assembly bowed, no; clip in jaw, yes; clip stack pressure, good; clip staging, good; clip track location, good; condition of cartridge cover tabs, good and total # clips remaining, 4. Functional tests & results: anti-backup functional, yes; clip form properly, yes; clip feed properly, yes; cycle applier, yes and lockout functional, yes. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, no conclusion could be reached as to what may have caused the reported incident that the "clips were falling off and spitting out of the device unformed" during surgery. The applier was received with excessive dried body fluids at the tip of the instrument, but otherwise in good physical condition. The applier was cyled, fired, and properly formed the remaining 4 clips within design specification and without incident. It was concluded that the applier was conforming to design specifications. There was no indication of high gap or clip ejection during lab testing. Briefly swishing the applier with saline between uses may reduce the occurrence of this incident.

Event description:
It was rpt'd during a coronary artery bypass graft while using an mcm20 the clips were falling off and spitting out of the device unformed. There was no consequence to the pt. The rep reports they did not open a new device to complete the case.